Event description:
It was reported an intra-aortic balloon pump was unable to establish a reliable electrocardiogram upon placing the pt on the pump. The pt was transferred to another balloon pump. There were no pt complications. The bio-med department at the user facility evaluted the balloon pump. The pt cable was replaced and the pump was placed back into service. The operating manual outlines the procedure for locating the possible causes for an inability to establish a reliable electrocardiogram.